Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ustg, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported having symptom return for implantable neurostimulator (ins). Patient had lithotripsy post implant on kidney and bladder stones. Device was interrogated and had impedences on all 4 electrodes over 4000, x-ray of lead and battery was carried out. Patient was being scheduled for a full revision of lead and implant. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.